Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the ophthalmic console did not cut until they switched to another unit. The procedure details and patient impact have not been provided. Additional information has been requested; however, none has been received to date.